Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 573 mg/dl treated with insulin pump. Customer had received insulin flow block alarm. Insulin did exited during 5 unit fixed prime fill cannula. Customer was using insulin pump for the last 48 hours. The insulin pump will not be returned for analysis.